Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 30, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 4245, 4308). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 4245 - packaging contains incorrect device. Investigation conclusions: 4308 - cause traced to transport/storage. The investigation verified that incorrect product was shipped and the root cause was the distribution center picked and sent incorrect product. Awareness training was conducted with the shipping staff at the distribution center. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during other - non clinical activity, the subsidiary received an incorrect lot number. No patient involvement.